Manufacturer narrative:
(B)(4). The customer returned one unit 5-12615 (et tube, cuffed, spiral-flex 7.5) for investigation. Visual examination of the returned et tube revealed that the sample appears typical. No defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuff. A lab inventory syringe filled with air was connected to the valve of the pilot balloon. Upon injection of air, both the pilot and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The cuff was left inflated for approximately 20 minutes with no leaks observed. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The et tube was submerged underwater and an attempt to inflate was made to detect any leaks. Upon injection, the et tube was able to inflate and no leaks were detected. No functional issues were found with the returned sample. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction, is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "tube leaking" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A DHR review was performed and showed no evidence to suggest a manufacturing issue. No functional issues were found with the returned sample. No further action will be taken.

Event description:
Customer complaint from (B)(6) alleges "in anesthesia dept. Of (B)(6), doctor found the tube leakage during inspection prior to use on patient". There was no report of patient harm.

Manufacturer narrative:
(B)(4). A device history record investigation did not show issues related to complaint. A record investigation (fmea) was conducted. Revision of d005101 rev 00 was performed and the failure mode is already included. No update is required. The device involved in this complaint has been returned to the manufacturer, however, the investigation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Customer complaint from (B)(6) alleges "in anesthesia dept. Of (B)(6) hospital, doctor found the tube leakage during inspection prior to use on patient". There was no report of patient harm.